Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the screen was shattered because the customer was attacked while wearing the pump. At the time of the report, the customer's blood glucose (bg) level was 92 mg/dl. Additionally, it was reported that the customer's bg levels have intermittently been in the high 200 (mg/dl) range. The customer believed that the reason for the impacted bg levels was because the pump "might not be working" since the incident or because of the stress of the incident. The customer addressed bg levels with a bolus. As the pump was still functional, the customer would continue to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Based on the analysis, the alleged high blood glucose level issue and pump undefined issue could not be verified.